Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with 6 shots of insulin. The customer was advised to check the insulin. The customer stated that the insulin looked clear and is within expiration. The customer was advised to test his glucometer to ensure it is properly working. The customer stated that the glucometer read 372 mg/dl. The customer was advised to contact his health care provider to ensure there is not a problem with his readings.